Event description:
Additionals information notes that the lead was explanted and returned.

Event description:
It was reported that the pulse generator went into modeswitch detection due to noise on atrial channel. During the procedure, it was noted that the lead insulation was damaged. The lead could not be removed and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 4.7 cm to 4.9 cm and 5.0 cm to 5.2 cm from the connector pin, exposing the outer coil, due to friction with device can. Another insulation abrasion at 20.0 cm to 20.7 cm from the connector pin, exposing the outer coil. A suture impression was noted at 26.2 cm from the connector pin. The outer coil was fractured at 29.6 cm from the connector pin, due to clavicular crush. The distal part of the fractured coil was placed at 34.4 cm from the connector pin, due to the lead coils were drawn out.